Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 660mg/dl. The mother stated that the customer experienced vomiting and tired. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit at the p-cap connection. Instructed the mother to change the reservoir and to perform the high pressure test and the test passed. The mother mentioned that the device did not show anything on display and the batteries were changed several times. Reviewed the alarm history and found multiple battery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.